Event description:
It was reported that the patient had impedances greater than 2000 ohms for the past couple of months. The patient is in a state of advanced parkinson's disease and the physician does not want to perform corrective surgery at this time. If additional information becomes available, a follow-up report will be sent.